Manufacturer narrative:
Additional information: investigation ¿ the following allegations have been investigated: tilt, vena cava/organ perforation , stenosis, anxiety, mental anguish, stress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, mental anguish, stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the femoral vein due to blood clot risk. Patient alleges tilt, vena cava perforation, organ perforation (aortic, mesenteric), and stenosis. Patient notes and further alleges to experience, "I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the filter tilted and perforated the vena cava, aortic and mesentery; and stenosis. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." Per abdominal supine view dated (B)(6) 2014: "a vena cava filter is positioned to the right of midline with the superior aspect of the filter at the level of the superior endplate of l2 and the distal aspect of the filter projected at the level of the right pedicle of l3."

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Appropriate term/code not available (3191)- device perforation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.

Event description:
Per computed tomography (CT) report, "there is an ivc filter present in the inferior vena cava just below the level of the renal veins. The inferior vena cava below this is occluded and reconstituted via collaterals. There is no evidence of migration or strut failure." Per CT report, "filter position: below the renal veins." "Ivc stenosis: yes, see impressions." "Filter tilt: yes, see impressions." "Filter penetration: yes, see impression." "Impressions: the filter is tilted to the right and anteriorly with its cone lying on the wall of the ivc possibly embedded within it. All of the legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat. One of the legs has penetrated into the wall of the aorta. The ivc at the level of the filter is very narrowed at some points no wider than the filter and the narrowing extends distal to the filter a few centimeters."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedment, occlusion. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedment does not change the previous investigation results for organ/vena cava perforation. The additional information regarding occlusion does not change the previous investigation results for stenosis. (B)(4) devices in lot. The associated work order was reviewed. No related/relevant notes were documented. One other complaint on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.